Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a liquid leakage occurred in the nrfit cassette. The event occurred before patient use/during priming.

Manufacturer narrative:
D3 - MFR establishment name: updated. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and there were no physical damage or other anomalies observed. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Solvent channel was observed. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent application during assembly. A device history record (DHR) review could not be performed as the lot number was unknown.